Event description:
Reportedly, the device was infusing too slow and needs full evaluation.

Manufacturer narrative:
Device evaluation is not complete. Results will be submitted when evaluation is completed.